Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received allegation of ui knob broken and the outer case melted. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contaminant, foam particles in the bottom enclosure and blower assembly. The manufacturer confirmed evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer also confirmed thermal failure of pca. The manufacturer concludes there was evidence of sound abatement foam degradation and thermal failure of the device. The correct event description should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received allegation of ui knob broken and the outer case melted. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contaminant throughout the device including the sound abatement foam in the bottom enclosure and blower assembly. The manufacturer confirmed thermal failure of pca. The manufacturer concludes there was evidence of thermal failure of the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received allegation of ui knob broken and the outer case melted. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contaminant, foam particles in the bottom enclosure and blower assembly. The manufacturer confirmed evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer also confirmed thermal failure of pca. The manufacturer concludes there was evidence of sound abatement foam degradation and thermal failure of the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.